Event description:
It was reported that the patient received inappropriate shocks due to noise and oversensing on the right ventricular (rv) lead. It was noted that there was electrical magnetic interference (emi) from an ungrounded source causing the device to deliver the shocks. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.